Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that the esc button on the insulin pump was not responding. Customer's blood glucose level at the time 48mg/dl. Advised insulin pump would be replaced. No additonal information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage on the keypad traces. The device was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip.